Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user observed a discrepancy between a cgm value of 86 mg/dl and a contemporaneous fingerstick of 66 mg/dl, treated with oral carbohydrates (juice and crackers), did not announce a meal while treating the low, and subsequently had a glucose of 107 mg/dl aligned with the ilet display. Symptoms included hypoglycemia. Outcomes included self-treatment without medical intervention and no immediate health effects. Investigation included customer interview and troubleshooting with education on treating lows without announcing a meal. Investigation of this case revealed no device alarms or malfunctions reported, cgm and fingerstick values later aligned, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.